Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the programmer became locked during multiple pump refills. A physician had seen the service code 338 regarding connection interrupted. They restarted the programmer and restarted the session with success. It was unknown if the issue was resolved as of 2024-may-28. No patient symptom was reported. Additional information was received via a company representative on 2024-jun-11. It was indicated that the neurologist who had contacted the manufacturer was happy with the solution given by phone and had not come back with any more issues. Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) on 2024-oct-24. It was reported that the software version was unknown, but they were still only using synchromed ii.

Manufacturer narrative:
Continuation of d10: product ID: a810; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.